Event description:
It was reported that the pod detached from the infusion site on the abdomen approximately two hours after application due to the adhesive not holding properly. This resulted in the patient¿s blood glucose level increasing to 290 mg/dl, requiring manual administration of a corrective dose of novorapid insulin via injection pen. No pod adherence or removal products were reported to have been used, and the patient noted to have prepared the infusion site using alcohol. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.